Event description:
Rn states peg was placed in a nursing home pt 7/29/94. Md went to remove peg to place a g-tube & the dome separated from the peg tube. No medical intervention was performed & md elected to let dome pass naturally. Discussed with rn instructions for use indicates dome separation may occur if peg in place more than one yr. Rn states no pt consequences have occurred.